Manufacturer narrative:
Concomitant medical products: product ID 97745ac lot# serial# unknown product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt stated they charged their controller from 40% to full in an hour then plugged in the recharger (rtm) last night, but right when they plugged in the cord, their ins suddenly turned on. Pt said they could not turn the stimulation off and finally after 3-4 minutes, the stimulation went off. Pt said during that time, the screen said looking for device. Pss asked pt if they were in a certain position when the stim turned on, but pt just said the stim turned on as soon as they plugged the rtm in. Pt then said it took them 1.5 hours to charge from 30-100%. The patient was redirected to their healthcare provider to further address the issue. Pss reviewed to monitor ins and redirected to hcp/rep to check ins/settings if needed. Pss also reviewed estimated charge times with pt.redirected caller: patient's hcp pt asked how the ins charging process worked and whatthe box on the rtm cord did (pt said they were wondering since they had the box on their chest one day while charging and the box was feeling really weird). Pss reviewed general controller and ins charging information and reviewed relay box and how rtm worked with recharging.